Manufacturer narrative:
Citation: sandhu a heart block after discharge in patients undergoing tavr with latest-generation valves. J am coll cardiol. 2018 feb 6;71(5):577-578. Doi: 10.1016/j.jacc.2017.11.057. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding heart block after discharge in patients undergoing tavr with latest-generation valves. All data were collected from a single center between july 2015 to november 2016. The study population included 158 patients, 55 of which were implanted with 26mm or 29mm medtronic evolut r. The serial numbers were not provided. Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients one died due to intracranial hemorrhage because of syncope. Based on the available information, this death was not attributed to medtronic product. Among all patients adverse events included: heart block and permanent pacemaker implantation. No additional adverse patient effects or product performance problems were reported.